Event description:
The customer reported that the dilution cup overflowed during validation. No contamination occurred. Patient testing was not being performed at the time of the incident. However, the customer informed the ocd field engineer (fe) that there was a fluid leak near the wash station. No other information was provided regarding this incident. Fluid leak can lead to dilution of reagent/sample, carry over/cross contamination from microtube to microtube, erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and found that the probe was bent. The fe replaced the probe and performed the necessary adjustments to return the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).